Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported - needle pull off. A detached needle and two unopened samples of product code z493, lot # mlm918 were returned for analysis. The suture was not received. During the visual inspection of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole was examined under 20x magnification and remnant suture were noted, resulting in a clip off defect. In the visual inspection of two unopened samples, no defects were found on the packages. The samples were opened and the swage and attachment area were noted to be as expected. The sutures were examined and no defects, damage or needle pull were noted. A functional test was performed on the samples and the pull force met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per condition of the sample received, the assignable cause of the needle pull off suggests a clip off defect. Per the condition of the two representative samples received, no needle pull off was found.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Clarify the number of sutures that separated from the needle during this one procedure? Specify the number of procedures that this issue occurred? Have these events been reported to ethicon? If yes, please provide reference numbers. What is the lot number? The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle popped off the suture. The case completed with another like device. There were no adverse patient consequences reported. Additional information has been requested.